Event description:
It was reported that the stopcock leaks fluid that passed through it. No patient injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed.the returned sample was tested in all positions and was found to have no leakage of any kind during the test.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No trend appears present based on current customer complaint data.